Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event date is unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that three speedband superview super 7 devices were used during a procedure performed on an unknown date. According to the complainant, during the procedure, the handle was turned and an audible click was heard; however, the three speedband devices would not deploy any elastic bands. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.